Event description:
It was reported that the cartridge was leaking from the canister. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 170 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.